Manufacturer narrative:
Onset of infection and outpatient treatment captured under manufacturer's report # 2916596-2020-02037. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was readmitted to the hospital on (B)(6) 2020 for recurrent driveline infection where outpatient treatment was unsuccessful. The patient was treated on admittance with IV antibiotics for 3 weeks without satisfying results. A pump exchange was performed on (B)(6) 2020. It was also reported that the pump was working as intended during the time of support.

Event description:
Additional information: the patient's white blood cell count as of (B)(6) 2020 was 8.92 g/l. Driveline swab showed pseudomonas aeruginosa (plenty) and staphylococcus aureus (scattered). Meropenem was given for antibiotic therapy.